Event description:
Affiliate reports that the doctor fixed the broken bone with sofwire at the 5 position. 1 week after surgery, it was found by x-ray that the sofwire was broken at the cinch 3 position and a second surgery was required.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.